Event description:
It was reported that the ventilator generated a technical error code indicating a turbine module input voltage failure. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that technical error 68 (indicates turbine module input voltage failure) appeared on the device. Identification of issue has been done by analyzing problem description, service report and device¿s logs. There was no patient harm. The review of attached device's logs confirmed occurrence of technical error 68 indicating that the input voltage to the turbine module was too low. However, the technician was unable to reproduce the issue and no parts were replaced. The multiple pre-use check tests were performed and no anomalies have been found. In attached logs the technical error 68 was visible only once and there are no other findings that could indicate on a permanent device malfunction. If the alarm would to reoccur, the recommendation is to replace the turbine module. The turbine module generates compressed air and delivers air to the inspiratory gas. The device will switch to 100% o2 supply when the failure occurs, if no o2 supply is connected, the fault will lead to stop of ventilation. The root cause to the reported issue has not been determined. The correction of fields manufacture date and usage of device was required. This is based on the internal evaluation. Previous manufacture date: 09/30/2020. Corrected manufacture date: 09/29/2020. Previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
Manufacturer's ref. #: (B)(4).